Event description:
Co2 absorber came loose from anesthesia machine due to failure of joint at connecting tube. Apparent failure of solder bond. Problem noted during routine maintenance, not associated with a pt-related event. Could have resulted in an inability to ventilate or administer anesthesia to pt.